Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an oxford knee replacement procedure the retainer jaw of item ref (B)(4) broke off and retained in the patient. Due to this a revision surgery was needed to remove the fractured piece.

Event description:
It was reported that during an oxford knee replacement procedure the retainer jaw of item ref 32-422097 broke off and retained in the patient. Due to this a revision surgery was needed to remove the fractured piece.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an oxford knee replacement procedure the retainer jaw of item ref 32-422097 broke off and retained in the patient. Due to this a revision surgery was needed to remove the fractured piece.

Manufacturer narrative:
(B)(4). Visual inspection confirmed the reported event. The posterior foot is fractured. The dents on the superior handle surface and the tarnish of the instrument¿s body indicate that the instrument has been used multiple times. The inferior surface of the handle exhibits light scratch marks. The marks could potentially indicate that the inserter was hit in the direction away from the joint while trying to position the tibial implant. This could have exerted force on the posterior foot. However, the information provided in the complaint does not provide enough evidence to categorically state that the force applied in this direction alone could cause the observed breakage. Device history record (DHR) was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.